Manufacturer narrative:
Summarized patient outcomes/complications of portico device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, prior coronary artery bypass graft, peripheral artery disease, chronic lung disease, chronic kidney disease, prior stroke, prior transient ischemic attack, paroxysmal/persistent atrial fibrillation, and prior pacemaker implant. Complications reported included death, surgical intervention (pacemaker), unexpected medical intervention (blood transfusion), stroke, bleeding, aortic regurgitation, kidney injury, myocardial infarction aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: association between neutrophil percentage-to-albumin ratio and 2-year mortality in patients undergoing transcatheter aortic valve replacement.

Event description:
The article, "association between neutrophil percentage-to-albumin ratio and 2-year mortality in patients undergoing transcatheter aortic valve replacement" was reviewed. The article presented a retrospective, single center study that evaluated the prognostic value of the preprocedural neutrophil percentage-to-albumin ratio (npar) for 2-year all-cause mortality after transcatheter aortic valve replacement (tavr). Devices included in the study were corevalve evolut r, portico, accurate neo2, sapien xt/sapien 3, and myval. The article concluded that preprocedural npar is an independent, low-cost, and readily available biomarker for predicting mid-term mortality after tavr. Its integration into risk models may improve prediction accuracy and help guide patient management. [The primary and corresponding author was serkan aslan, department of cardiology, university of health sciences istanbul mehmet akif ersoy thoracic and cardiovascular surgery training and research hospital, istanbul, türkiye, with corresponding email: serkanaslan84@hotmail.com]. The time frame of the study was from february 2013 to june 2023. A total of 618 patients were involved in the study, of which it was not specified how many received an abbott device. The average age was 78.5 years, and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, prior coronary artery bypass graft, peripheral artery disease, chronic lung disease, chronic kidney disease, prior stroke, prior transient ischemic attack, paroxysmal/persistent atrial fibrillation, and prior pacemaker implant.